Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fractured while in the body. The customer¿s blood glucose value was unknown. The customer was also reported that needle housing was hard to remove, had to pull it hard which leads to bleeding on the site. The customer was also reported that needle housing was hard to remove. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing needle was observed during analysis.